Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with undersensing of p-waves. Smaller p-waves were observed. Potential far field r-wave (ffrw) oversensing was observed on stored atrial channel electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was disclosed by the clinic that the patient¿s last office visit was five days before the patient presented to the emergency room. During the visit, it was confirmed that the patient¿s atrium was not functioning which resulted in no capture on the ra lead. Reprogramming was performed.